Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As stated,"I'm not sure what to check above. I had a full hip replacement in (B)(6) 2006. For two months now, I have been having pain in my hip. I had a depuy acetabular cup as my implant. This isn't the metal on metal implant. However, I am developing severe mobility problems and daily pain. I saw an ortho hip specialists two weeks ago and am going back to him next week. I had x-rays taken and there is a cloud around the hip implant. I don't want to go through another operation but might have to and would like to report this problem in case others are having the same from the same implant the acetabular cup model 6mm. How do I keep you posted of the status of my severe hip pain? Trying to report my problem in case other are having the same...not sure if this section pertains to operation but it was on 2006. I have all medical records from the hospital in case you would like to see." The patient's blood is contaminated with cobalt and chromium, have develop cysts on hip implant, had a heart attack last 2017, blurry eyes and fatigue. The femoral head lot# 2236798, part# 136523000, expiration date 9/30/2011. The patient had the initial surgery on (B)(6) 2006. Doi: (B)(6) 2006 - dor: none reported (unknown hip).

Manufacturer narrative:
Pc(B)(4). Medwatch verbiage: this is a duplicate report of pc(B)(4). Pc-(B)(4) is being retracted as it is a report duplication. Pc-(B)(4) will be kept for investigation purposes.